Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Infusion device display was defective and the communication between infusion device and glucometer was not functioning properly. Battery was changed and this did not resolve concern with display. Display showed several colors and was partially affected. No physiological effects were reported. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was available.